Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a theshold test at high outputs, loss of capture (loc) was noted on the right atrial (ra) lead. An x-ray indicated that the lead had dislodged. A lead revision was performed and more slack was added to the lead. Following the revision, lead measurements were within normal range and the lead remains in service. No adverse patient effects were reported.